Event description:
The ge oec 9800 fluoroscopy system shut down prior to a procedure and rebooted approximately one minute later. The system was removed, before the procedure started, for service.

Manufacturer narrative:
A ge oec service representative investigated the issue and was unable to duplicate the malfunction. There was an error noted in the event log that showed a fast stop activation, which may have been activated by the user in error. The system was further tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.